Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 500 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, caller was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. The pump passed basic occlusion and displacement tests. No motor error alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window and stained end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.